Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.00/1.0/021 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed. On (B)(6) 2023 the lens was exchanged for a smaller size and the problem was resolved. Cause reported as device.